Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the pt was unable to establish communication with his ipg. It was also reported, the pt had not used his system in an extended period of time. Subsequently, the pt underwent surgical intervention on (B)(6) 2014 and his ipg was explanted and replaced.